Event description:
It was reported that a device was used during a laparoscopic colectomy. It was reported that the hand piece would not activate. The case was completed with another hp052. There was no patient consequence.